Event description:
It was reported that the customer was getting no delivery alarms. Customer's blood glucose level at the time was 126 mg/dl. Customer stated that the pump was showing the incorrect amount for active insulin. Customer stated that the correction bolus was incorrect. Customer was assisted with reviewing settings in the set up wizard. Customer entered parameters correctly. Customer was instructed to enter bolus amounts manually prior to receiving a replacement. Customer received a no delivery alarm and was unable to clear it. Customer changed the battery and was able to set the time and date. Customer changed the infusion set and tried to deliver a bolus. Customer had not delivered any insulin since the previous day. Customer was delivered 3.3 units of insulin after entering a manual bolus of 6 units. Customer declined troubleshooting for the no delivery alarms and failed battery alarms. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.however, the insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.